Event description:
It was reported that a right distal tibia non-union occurred. The original surgery occurred on (B)(6) 2015. Screws distal to the fracture broke prior to bone healing. On (B)(6) 2015 a plate, seven (7) screws, and nine (9) screw heads were removed; two screw shafts were left in bone. The non-union was revised with anterolateral plate. (B)(4).

Manufacturer narrative:
Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 28 february 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.